Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was unknown why the device was discharged. Several attempts were made to determine how to recharge the unit, until they discovered the better charge connection. The patient stated that there were no more problems with charging or using the device.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the metal piece broke off completely and she thought her implant was discharge couple days ago. Patient noted her implant was last charged a month ago, and she was supposed to have an CT scan today but since implant was not charged, she was not sure if she could CT scan. Patient called rep this morning and spoke with pss. It was reviewed overdischarge stated process and procedure. Pss recommended patient try charging her implant and consulted with hcp. It was reviewed guideline for cat scan. A replacement desktop charger would be sent. It was noted connector pin was broken off. Additional information later date from patient indicated patient¿s reason for calling was to get compatibility for her ins and a CT scan. Patient noted the ins was completely discharged and had been for over a month. Prior the call, patient called patient services (pss) for a broken connector pin. It was mentioned to pss that she read in the book that the ins¿s setting should be decreased down to 0.0v and be shut off prior to getting the scan done. It was reviewed that since ins was possibly in a state of overdischarge, patient should consider getting the ins jumpstart first by the healthcare provider (hcp) before undergoing any type of scan. Patient indicated she understood and her reason from calling back was resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broke. If information is provided in the future, a supplemental report will be issued.